Event description:
It was reported by service report that the foot end was drifting and the fowler was not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.